Manufacturer narrative:
Approximate age of device- 6 years, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. On (B)(6) 2019 it was reported that the patient was presented to the emergency room with lvad alarming. Customer stated that they attached the patient to a monitor and it read pump stop/low flow. The customer reports not being able to hear the pump running. The patient had reportedly switched out the controllers at home in an effort to stop the alarming. Two log files were submitted for the two involved controllers. Tech services rep reviewed the both log files and observed that the primary controller log file began capturing speed drops and pump stops on day 102 hour 0 minute 6. This continues throughout the remainder of the log file. Noted power elevated at this time also. This occurred on battery power. This could be caused by a percutaneous (perc) lead phase to phase short or possibly pump thrombus. The file ends with the perc lead disconnected. The secondary controller log file shows the perc lead was connected and disconnected a few times. The pump did reach the set speed during two of the perc lead connect times although one perc lead connect time it only reached a speed of 4620 rpm. The controller clock also reset a few times in this log file due to power being removed from the controller. This file ended with the perc lead disconnect as well. No other alarms, malfunctions, or adverse events were noted.

Event description:
It was reported the patient underwent a pump exchange on (B)(6) 2019 due to possible thrombus versus short to phase driveline issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a potentially compromised percutaneous lead was also confirmed based on the evaluation of the device. The pump was returned with the percutaneous lead cut at the pump housing and the severed portion of lead was returned in two pieces, a 2.5¿ piece and a 34.5¿ distal end piece. The sealed inflow conduit, the sealed outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump outlet port. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. Electrical continuity testing of the 2.5¿ portion of percutaneous lead did not reveal any discontinuities or shorts. The shielding and bionate were removed, and examination of the underlying wires revealed no insulation breaches or damage. Electrical continuity testing of the 34.5¿ distal end portion of percutaneous lead did not reveal any discontinuities or shorts. The shielding and bionate were removed, and examination of the underlying wires revealed breaches in the insulations of the red, yellow, green and brown wires at what would be in between approximately 3¿ to 3.5¿ from the pump housing, near the terminus of the pump end bend relief. The conductors of these wires were exposed. The insulation breaches of the wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the wire insulation of the red, yellow, green, and brown wires could have resulted in a pump stoppage if the exposed conductors of either of the wires contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The wire damage could have also resulted in a pump stoppage if the exposed conductors made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. There was an incidental finding of superficial outer silicone jacket damage during the evaluation of the returned device. The heartmate ii lvas patient handbook contains a section on "caring for the percutaneous lead." However, all heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The heartmate ii IFU contains a section which outlines indications of perc lead damage as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.